Event description:
Revision of right side tha components - accolade tmzf, 40mm standard femoral head and 40e acetabular insert due to dislocation of femoral head from stem. Replaced with 36e acetabular insert, #9x 13mm restoration ha stem 155mm, 36 +10mm v40 femoral head. Prior to surgery xray showed femoral head was dislocated from femoral stem. During surgery 40e insert found to be cracked, femoral stem was removed easily with no apparent bone in growth.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event an event regarding disassociation involving a accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: the device was not returned however photographs were provided for review. A review of the provided photographs indicated recently explanted devices covered in blood and tissue. Trunnion wear observed consistent with loss of taper lock between the head and stem. Clinician review: the pre-op x-rays show a head stem dissociation. There is deformity of the trunnion with material loss and "penciling". The intra-op photographs show gross metallosis within the joint, confirmation of the trunnion deformity and severe poly wear in the superior aspect of the liner. The post -revision x-rays show a restoration ha stem and lateralized liner. Revision surgery for head stem dissociation and liner wear is confirmed. The root cause of this mechanical failure cannot be determined from this limited documentation. " device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported the patient was revised due to disassociation of the head and stem. The device was not returned however photographs were provided for review. A review of the provided photographs indicated recently explanted devices covered in blood and tissue. Trunnion wear observed consistent with loss of taper lock between the head and stem. A review of medical records by the clinical consultant confirmed the event. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of right side tha components - accolade tmzf, 40mm standard femoral head and 40e acetabular insert due to dislocation of femoral head from stem. Replaced with 36e acetabular insert, #9x 13mm restoration ha stem 155mm, 36 +10mm v40 femoral head. Prior to surgery xray showed femoral head was dislocated from femoral stem. During surgery 40e insert found to be cracked, femoral stem was removed easily with no apparent bone in growth.